Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: noise/flickering coming in the image (image was visible). Sometimes there was no image also on the monitor, due to a faulty cable unit, a wrinkle/knot in the cable assembly was also noted, water leakage from the switches, the coupler was found rusted, and the screws could not be fixed into the switch stage with proper torque. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head sometimes had no image on the monitor due to a faulty cable unit. The issue was found during maintenance. There were no reports of patient harm.